Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular lead dislodgement was observed via x-ray. The lead was successfully repositioned on (B)(6) 2014.